Event description:
Related manufacturer reference number: 2017865-2023-16923. It was reported the patient presented to the hospital decompensating. Upon interrogation, it was noted the right ventricular lead exhibited a drop in pacing impedance. An echocardiogram showed the right ventricular lead had perforated and a pericardial effusion which required pericardiocentesis. While explanting the right ventricular lead, the helix appeared to be bent. The right ventricular lead was explanted and replaced. When connecting the right ventricular lead to the chronic implantable cardioverter defibrillator (ICD), something was blocking the wrench from engaging with the set screw to tighten down the lead. The ICD was explanted and replaced. The patient was in stable condition after the procedure.

Manufacturer narrative:
Correction: section h10 manufacturer narrative for the evaluation summary should have been: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of cardiac perforation and low pacing impedance were not confirmed while the event of bent helix was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was bent/extended.

Manufacturer narrative:
The reported events of cardiac perforation and low pacing impedance were not confirmed while the event of bent helix was confirmed. A complete lead was returned in one piece for analysis. Visual inspected of the lead found the helix was bent consistent with procedural damage. The cause of the reported event of bent helix was isolated to procedural damage.